Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. Model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection on the incision of the fusion on her back. It was believed that the infection was not device related, but due to the spinal fusion. The patient had chills and was placed on antibiotics. The patient will undergo a lead replacement procedure. No further information could be obtain at this time.

Manufacturer narrative:
Date of event: (B)(6) 2016. Explanted: (B)(6) 2016.

Event description:
A report was received that the patient developed an infection on the incision of the fusion on her back. It was believed that the infection was not device related, but due to the spinal fusion which was also not a device related surgery. The patient had chills and was placed on antibiotics. The patient underwent an explant procedure. No further information could be obtained at this time.